Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When implanting the screw, on the last couple turns the polyaxial head popped off the screw. When trying to remove the screw the tip of the t20 driver shaft stripped and broke off. All broken pieces were retrieved and discarded. The doctor left the screw in the patient, placed a new screw next to it and there were no adverse events caused to the patient. The desired outcome of the surgery was accomplished.